Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and performed bicarbonate buffer test. Two of the four sensors failed with high readings. The two remaining sensors passed per specification with accurate readings.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 130 mg/dl while the sensor gave a reading of 70 mg/dl. During troubleshooting, customer's blood glucose was 113 mg/dl, while sensor gave a reading of 74 mg/dl. Insertion techniques were discussed. The customer disconnected the call and called back, stating that her blood glucose was 155 mg/dl and the sensor read 245 mg/dl. Customer was advised the sensor would be replaced and agreed to return the product for analysis.